Manufacturer narrative:
Event description: customer found the main console was found not functioning as intended, console powered itself off. The device was returned, upon evaluation a visual inspection was performed on the console. There were no discernible abnormalities found on the console aside from minor scratches on the housing. Furthermore, a set of functional tests were performed to ascertain the usability of the console. The console passed all functional tests, and the user request of console powering itself off could not be duplicated. The root cause of the problem could not be determined. DHR review was performed and no non-conformances that would cause the reported malfunction were noted. No further information reported.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of main console not functioning was not confirmed. The service technician performed functional tests. All of the output powers are within specification. The unit passed the leakage current test. The unit has up to date software version and new version card edge board. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a nasal case procedure, the main console was found not functioning as it powered itself off. The intended procedure was completed with another hand piece. There was no patient injury reported.